Event description:
It was reported that a spectrum iq pump alarmed false upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device did not reproduced the reported event. A review of the event history log revealed 'false upstream occlusion alarm'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor reading. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.